Manufacturer narrative:
The device is being quarantined at vitas healthcare and will not be returned to caire. If any additional information is discovered, a follow-up report will be submitted.

Event description:
The patient tripped over oxygen tubing while smoking with oxygen on. The patient sustained second degree burns on his face.